Event description:
It was reported that during an rfa procedure on (B)(6) 2024, patient experienced altered consciousness, generalized weakness, and slurred speech. Work up for stroke was within normal limits and patient¿s symptoms have resolved.

Manufacturer narrative:
Corrected data b5 - describe event or problem h5 - labeled for single use? The field reported event was not confirmed. The results of the investigation were inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
Corrected data d4 - additional device information.

Event description:
Altered state after procedure on 15mar2024 rep, jared palomo, emailed nmd complaints to report: rep was notified on 15mar2024 that one of our customers, dr. (B)(6), "over the past week has had 2 separate patients undergo uncomplicated rfa procedures on the cervical facet in one, lumbar facet in the other. Both patients had altered consciousness after the procedure, including generalized weakness and slurring of speech- leading to sending both to the local ER, where they both have had negative workups for stroke. One patient¿s symptoms have completely resolved, one has some ongoing speech difficulties." Rep has not been give any details regarding pt information nor confirmation if symptoms were case related but due to being notified it was reported. Dr hutcheson is away in spring break next week but upon his return rep will further discuss with him and provide an update. This is all the info rep has at the moment. Note: dummy rfa generator added to this record as no product information was provided by the rep. This record is for the patient whose symptoms have resolved and the patient with ongoing symptoms can be found on per- ps date: 15mar2024. Ppg complaint history review: 17mar2024 s. Madani: complaint history search for the last 4 years found no prior reports on this patient. Area: z-south.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.